Manufacturer narrative:
Investigation: bd received 32 insyte autoguard blood control 20 gauge units from lot 9071749 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the units. The septums were properly seated and in the correct position. Next, a leakage test was performed on the 31 unused units and no leakage was observed. The one used unit could not be tested since it was determined to be contaminated and biohazard. Based off the visual inspections and testing the engineer was unable to verify the reported defect. Since no defects were found during evaluation a definitive root cause could not be determined.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc has been found experiencing two cases of leakage during use. The following has been provided by the initial reporter: it was reported that blood came out when attempting to withdraw the needle. Per (B)(4): ¿started 20g IV in left wrist. Engaged button to withdraw needle, blood came pouring out. Second one to fail today. Nothing attached today.¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc has been found experiencing two cases of leakage during use. The following has been provided by the initial reporter: it was reported that blood came out when attempting to withdraw the needle. Per pir 3012930: ¿started 20g IV in left wrist. Engaged button to withdraw needle, blood came pouring out. Second one to fail today. Nothing attached today.¿